Manufacturer narrative:
Device evaluation summary:device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check belt" messages/gel leak) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the te recognition test. The cause for the messages and gel leak was isolated to an open along the pulse wire between ECG "b" and the distribution node and to an open along the front pulse wire in the trunk cable. The root cause for the open pulse wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the patient had experienced "check belt" messages and the electrode belt was leaking gel in the absence of a prior gel release.